Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, product type catheter. Analysis of the partial catheter on (B)(6) 2017 revealed damage of to the transition tube of the catheter body. As per the pump¿s log, the following medication were being administered via a simple continuous dose rate as of (B)(6) 2016: fentanyl with concentration 50.0 mcg/ml at a dose rate of 12.007 mcg/day and bupivacaine with concentration 30.0 mg/ml at a dose rate of 7.204 mg/day. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a mortician regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for spinal pain. It was reported that the pump and catheter were explanted and were being returned to the manufacturer for disposal only. No device or therapy problem was indicated and no patient symptom was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.